Manufacturer narrative:
While no serious injury in this event, there have been previous report rec'd in the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a pair of palodent plus forceps broke during use; no injury resulted.